Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction of white foreign material within the jet tube and air/water cylinder was not confirmed. Based on the results of the investigation, the white residue that adhered to the air/water cylinder and auxiliary water channel could not be identified. It could not be confirmed if there was a deviation from the instruction for use reprocessing steps. It is possible that the foreign material may not have been removed because the device was not reprocessed properly due to leak at the mount stopper. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection and the preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material inside the jet tube and air water cylinder. There were no reports of patient involvement.